Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures during self test. The customer¿s blood glucose was unknown at the time of incident. The customer state that insulin pump had an error in the motor was detected by reading unexpected value from hall sensor and the customer was able to clear the alarm and able to rewind the insulin pump. The insulin pump will not be returned for analysis.